Manufacturer narrative:
The pump was received with a blank display and a constant tone due to a faulty component on the interface board. Unable to verify other error alarms or perform easy bolus due to the blank display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and shutting off on its own. Caller stated that this had been happening for several days leading up to the call. Blood glucose level at the time of the incident was 47 mg/dl, which was treated with food. Blood glucose level at the time of the call was 280 mg/dl, which was treated with the insulin pump. The customer reported receiving unexpected restart alarms and additional error alarms as well. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.